Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the operator encountered placement difficulties during implant procedure of the right ventricular (rv) lead. Rv lead was never implanted. No patient complications have been reported as a result of this event.